Event description:
It was reported that the customer had problems with foley stat-locks not staying closed and the catheter tugging. The representative discussed with customer if they were using the correct stat-lock for their foley. Customer only knew it was a 2-way 18fr, but did not know the substrate or type. It was stated that the stat-lock only stayed closed for a few minutes and then popped open. The customer had also tried the leg strap option but that caused urethral and meatal trauma, stated they did not report the leg strap issue. It is unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "materials of construction are not biocompatible". The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had problems with foley stat-locks not staying closed and the catheter tugging. The representative discussed with customer if they were using the correct stat-lock for their foley. Customer only knew it was a 2-way 18fr, but did not know the substrate or type. It was stated that the stat-lock only stayed closed for a few minutes and then popped open. The customer had also tried the leg strap option but that caused urethral and meatal trauma , stated they did not report the leg strap issue. It is unknown what medical intervention was provided.